Event description:
It was reported that a patient underwent an atrial flutter (left) ablation with a octaray mapping catheter and the patient experienced device separation that resulted in foreign body. It was reported that one of the octaray splines were stripped of insulation when mapping near the mitral valve (mechanical). The patient was stable at the time of the call with no injury reported at this time. The damage did result in wires being exposed but did not lead to any sharp rings. No resistance to insertion or removal of device. A vizigo sheath was used. The detachment was partial, the detached portion was lodged in a small intercostal artery causing no harm and they were leaving it in place. Patient fully recovered. It was reported that part of the octaray is still inside the patient and the medical team did not remove the spline that was in the artery,

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, one spline was observed detached from the tip leaving internal components exposed. A manufacturing record evaluation was performed for the finished device lot number 31620324l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).